Manufacturer narrative:
(B)(4). The device was discarded by the user and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked from a slice in the tubing. The leak occurred during the priming of the device. There was no patient involvement. Additional information was requested and is not available.